Manufacturer narrative:
The investigation of positioning issues, low pump flow, and stroke/cva has been completed. The impella device was not returned for evaluation. Positioning issues: the cause of the positioning issues was most likely patient condition related to the patient's small lv. Low pump flow: clinical reports suction alarms above p-6, patient had small lv and unable to repositioning and optimize position. Pump left shallow and suction reported with no resolve. Data log reviewed: no motor current (mc) spike observed outside of p-level changes. Few resolved position unknown alarms. Many suctions alarms occurred during the case. The cause of the low flow was most likely improper positioning of the device as suction alarms were reported and the pump was stated to be shallow. Stroke/cva: as necessary clinical information was not provided, the true root cause of the stroke/cva could not be determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported an impella 5.5 pump was supporting a patient admitted in and awaiting multi-organ transplant. During the month-long support, there were positional alarms and the pump was being shallow. The pump was repositioned. The team also noted suction during the support. It was later reported that care would be withdrawn due to a hemorrhagic cerebrovascular accident. Once care was withdrawn, the patient expired.